Event description:
The customer contacted beckman coulter inc. To report a brown liquid and burning smell emitted from the (B)(4). The customer was wearing ppe (personal protective equipment) consisting of a lab coat and gloves. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No death, injury or changes to patient result or treatment are associated with this event. The operator removed back panel and noticed entire inside of instrument was wet. Call center specialist (ccs) instructed the customer to perform em stop and dispatched service. A field service engineer (fse) has been able to determine the cause of the flooding on the instrument. The sample probe wash well drain had a build up of contaminants in it which caused the drain to be slow. After long periods of running the wash well would eventually back up and over flow the well and drain onto the power supplies and circuit boards. The wash well was treated with a bleach solution per the 6 month pm. The occluded tubing was either cleaned or removed and the drain functioned normally. The fse replaced waste pump for the second time and ran the drain lines into a bucket to eliminate blockage as a cause for pump failure. The pump ran a full w1 without failure. Fse then re-attached drain lines to drain manifold in floor and ran another w1 without the pump backing up. It appeared that the initial pumps borrowed from the inactive instrument were also faulty. All pumps were replaced.

Manufacturer narrative:
(B)(4).